Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented a fiber under the lasik right eye flap at a one month post op exam. The patient complained of blurry distance vision on right eye and sees a spec on right eye in mirror. The flap was rinsed and lifted to resolve issue. It was reported that patient symptoms resolved on (B)(6) 2017. Bcva from (B)(6) 2017. Right eye pre-op 20/20 -3.25 x -.75 x 0. Left eye pre-op 20/20 -3.50 x -.75 x 9.